Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the device was not returned mmdg could not complete an investigation. A DHR review was completed for the pump and found no non-conformances. A lot number wasn't provided for the administration set, so no DHR could be performed.

Event description:
The initial reporter stated that they had blood backing up into the administration set. They stated that as soon as they had the pump set up blood started to back up into the administration set. Mmdg followed up with the initial reporter and did learn that the pump and administration set were replaced, patient did not experience any adverse effects due to the complaint, and had no further issues. (B)(4).